Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrent hernia due to failure of the mesh, small bowel fistula with mesh erosion and significant adhesions of bowel to the mesh. Post-operative patient treatment included lysing adhesions, small bowel resection and mesh removal surgery.